Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 27 october 2016. The fse installed a new wash heater and tested the analyzer. The engineer primed the system and ran daily background with no issues, daily background reportedly passed. The fse checked the heater function in mecha check and confirmed the duty cycle returned to normal opertion status and all heated zones were measuring correctly. The aia-360 was working as intended. No further action required by fse. The most probable cause of the reported event was a wash solution heater failure.

Event description:
On (B)(6) 2016 a customer reported 3003 error waiting for temperature, with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, bhcg and prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.